Event description:
Healthcare professional reported "double capsule". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell and others, fold creases, wear abrasion, and missing a piece of shell (0-25%). A microscopic analysis was performed which identified: striated broken on radius and anterior, and six striated openings on anterior and posterior. Based on the device analysis the final assessment is: - striated broken on radius and anterior assessed as surgical damage consist in the use of some surgical tool. - six striated openings on anterior and posterior assessed as surgical damage consist in the use of some surgical tool. - missing shell assessed as inconclusive.

Event description:
Healthcare professional reported "double capsule". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Device remains implanted.